Event description:
Reporter alleged the blood glucose monitoring device led screen is flashing and the 4th connector pin from the left is discolored and green. It was stated there were no other signs of melting and/or burning. Reporter did not provide the last time the device was cleaned. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.